Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to an unsoldered thermistor in the battery. The root cause for the unsoldered thermistor could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery and reported that the battery was unable to power on a monitor.